Manufacturer narrative:
(B)(4). Batch #: unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. One video was received. During the visual analysis of one video, the following was observed: the video shows a device with tissue between the jaws and at the 00:35 mark the device is removed and the staple line and cut line were as expected. At the 02:29 mark, a device is introduced with a gold reload loaded with a buttressing on the reload and the anvil of the device. At the 02:38 mark tissue is placed on the jaws. At the 04:17 mark, the device is removed and the cut and staple line was not completed. Also, one staple can be seen as no properly formed. At the 05:23 mark, a device is introduced with a gold reload loaded. At the 5:35 mark tissue is placed on the jaws. At the 6:37 mark, the device is removed, and the cut and staple line was not completed. Also, some staples can be seen as not properly formed. Based on the video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a gastric bypass the first device misfired with buttressing. A second device without buttressing misfired. A third device was used to complete the case with no patient consequences. Patient done well post op. The surgeon¿s hypothesis is probably use of glue stronger-clip may have been picked up.